Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was reproduced. A door not fully latched alarm was confirmed and determined to be caused by a failed front case assembly that became separated from a mechanical assembly. The failed front case assembly was replaced.